Manufacturer narrative:
The insulin pump was received with motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on the electronic assembly. The motor position encoder error and motion sensor test failure alarm could not be verified due to motor damage.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer mentioned she had a mammogram test on (B)(6) 2012. Troubleshooting was not able to resolve the issue. The device was returned for analysis.